Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. This was reported by the consumer's parent who was not able to recall the time and date of the adverse event. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will not be returned for evaluation. The consumer discarded the devices.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.